Manufacturer narrative:
This product is not marketed in the us. Lens was returned dry, in lens vial. Visual inspection found haptic torn, and missing piece. Lens, cartridge, and foam tip plunger work order search: no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.5 diopter, in the patient's left eye (os). On (B)(6) 2017 the lens was torn/broken before injection into the eye, and was not implanted. On (B)(6) 2017 the lens was exchanged for the same size and diopter lens. The problem was resolved.